Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant of the left ventricular (lv) lead, the patient's stomach thumped for 8 hours. The programming on the lead was readjusted and the thumping stopped but began again in the afternoon. An attempt was made to reprogram the lead again without success. The lead remains implanted but was turned off and may be turned on again in a month. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.